Manufacturer narrative:
Correction- manufacturing site corrected in section g1. Device evaluation- the device was returned for evaluation. During testing the reported issue was confirmed; device leaked from the bottom of the tank due to a faulty drain fitting.

Event description:
It was reported the device would not power on. No patient involved.